Event description:
A trilogy 200 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the lcd display was damaged. The device logs were unable to be obtained due to the damaged display. The technician recommended replacing the device's system and central processing unit (cpu) board assembly to resolve the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.